Event description:
It was reported that vessel perforation had occurred during a percutaneous coronary intervention (pci) to treat a chronic total occlusion (cto) in the left circumflex artery. When an asahi sion blue guide wire was used to deliver a stent, the wire tip unintentionally formed a knuckle and perforated the vessel. Coil embolization was chosen to stop bleeding but bleeding occurred along with an increase of the patient's blood pressure. Bleeding was surgically treated and the patient was recovering well.

Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, cebu, philippines, registration number: na; this manufacturing site is not FDA registered and the devices produced by this site are not distributed or sold in the us. Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information, results of lot history review, and referring to known similar events, it was presumed that stress generated with stent delivery pushed the guide wire hard against the peripheral vessel, resulting perforation of the vessel. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunction and adverse effects] damage to a vessel, including possible vessel perforation.